Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker was experiencing light headedness. Moreover, the patient thought that this pacemaker battery was getting weak. The patient services then referred patient to the clinic for a device check and to explain symptoms to the patient. Attempt to obtain additional pertinent information was unsuccessful. To date, this pacemaker remains in service. No adverse patient effects were reported.